Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the printed circuit board failure was likely caused by an accidental failure.

Manufacturer narrative:
The referenced device was returned to the service center. The evaluation confirmed there was an intermittent image when powered on due to a defective bi board. The device was purchased on (B)(6) 2016 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, when the high definition liquid crystal display monitor is powered on the screen comes on intermittently. No patient injury or harm was reported.